Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.

Manufacturer narrative:
The device history shows the pad-pak was first installed successfully in (B)(6) 2009 and performed to specification up to (B)(6) 2014. An increase in voltage would suggest a further pad-pak had been installed. The device records manual power ups of mainly ten minutes duration between (B)(6) 2014 and (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.